Event description:
Additional information revealed that the system was explanted electively as patient was not using it. No allegation against the system.

Manufacturer narrative:
Additional information revealed that the system was explanted electively as patient was not using it. No allegation against the system.

Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient is going to have their system explanted. There is not additional information at this time.